Event description:
It was reported there was an upstream occlusion alarm. The alarm was silenced. The caller denies any tubing kinks or closed clamps between pump and medication bag. The batteries were removed, tubing clamped and cassette removed. Air was noted in line. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm persists. The patient was not affected.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 30-may-2014.